Event description:
It was reported that during a da vinci s thymectomy procedure, a plastic piece of the permanent cautery spatula instrument came off inside the pt. The piece was retrieved and the planned surgical procedure was successfully completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusion: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wire cap was dislodged from the distal clevis and shows signs of localized melting. The charring can be seen on the yaw pulley, the distal clevis ear, and the conductor wire. Most of the damage on these components are located on the side of the conductor wire. The conductor's insulating jacket melted down exposing wire at the wrist. Electrical continuity failed.